Event description:
It was reported by phone that while off loading a pt that the safety bar did not grab the safety hook. The cot came straight down and rolled to the right. The crew had just off loaded another pt using a different cot and there were no issues. The bar appeared to be functioning after the incident and the crew did not notice if it was stuck up at the time of the incident. There was reported pt involvement and adverse consequences.

Manufacturer narrative:
Investigation underway.